Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The blood glucose at the time of hypoglycemic event was 35mg/dl. The customer was treated with food, juices. Troubleshooting was performed. The product will not be returned for analysis.